Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (+500 mg/dl), and a mild heart attack. Customer was treated through intravenous insulin drip, and released from the hospital on (B)(6) 2015. Reportedly, the pump is functioning as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.